Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a hypoxic mixture was detected (15 % fio2). The case went for 13 minutes and was then replaced with a spare device. It was also reported that during the case, the device did alarm for fg low or leak and insp. O2 low (lower alarm limit was set to 25%). There were no adverse effects to the patient reported. It was further reported that the surgery did not start when the hypoxic mixture was detected so it can be assumed that the planned surgery needed to be rescheduled. During on-site checking in follow-up to the event, there were no indications for a device malfunction found. The device passed all tests without any issues found. It was concluded that most likely a disconnection of the inspiratory limb of the breathing circuit led to the observed issue. Also based on preliminary log analysis performed at the manufacturer's site, no indications for a device malfunction were found either. Thus, it was again concluded that the reported external leakage at the inspiratory limb was the most likely root cause. It could also be concluded that the device alarmed accordingly to alert the user. As also described in the instructions for use (IFU), the alarm "fg low or leak" indicates that a leakage is present. The alarm "insp. O2 low" indicates that the inspiratory o2 concentration is below the lower alarm limit and in case of this alarm, the IFU gives the instructions to check for leakages in the breathing system. Thus, it can be concluded that a use-related issue contributed to the reported stop of surgery.

Event description:
It was reported that a hypoxic mixture was detected (15 % fio2). The case went for 13 minutes and was then replaced with a spare device. It was also reported that during the case, the device did alarm for fg low or leak and insp. O2 low (lower alarm limit was set to 25%). There were no adverse effects to the patient reported. It was further reported that the surgery did not start when the hypoxic mixture was detected so it can be assumed that the planned surgery needed to be rescheduled. During on-site checking in follow-up to the event, there were no indications for a device malfunction found. The device passed all tests without any issues found. It was concluded that most likely a disconnection of the inspiratory limb of the breathing circuit led to the observed issue. Also based on preliminary log analysis performed at the manufacturer's site, no indications for a device malfunction were found either. Thus, it was again concluded that the reported external leakage at the inspiratory limb was the most likely root cause. It could also be concluded that the device alarmed accordingly to alert the user. As also described in the instructions for use (IFU), the alarm "fg low or leak" indicates that a leakage is present. The alarm "insp. O2 low" indicates that the inspiratory o2 concentration is below the lower alarm limit and in case of this alarm, the IFU gives the instructions to check for leakages in the breathing system. Thus, it can be concluded that a use-related issue contributed to the reported stop of surgery.

Manufacturer narrative:
Based on the logfile analysis, the case in question could be reconstructed and no indications for a device malfunction (and no indications for a gas supply or gas mixer failure) were found. Neither were any indications for a disturbance of the patient gas measurement found. During on-site checking in follow-up to the event, there were no indications for a device malfunction found either. The device passed all tests without any issues found. As already initially reported, based on the logfile analysis it can be concluded that the reported symptom was caused by an external leakage at the inspiratory limb of the breathing circuit. Internal and external leakages will be detected during power-on self-test and standby leak test as well. In case an external leakage, as in this case at the inspiratory limb, suddenly occurs during use, audible and visible alarms will be issued based on the leakage, fresh gas flow settings and set alarm limits. The integrated flow-, pressure- and patient gas monitoring ensures that deviations from set/expected parameters are obvious for the user and that alarms are given according to the alarm limits adjusted by the user. It could be confirmed that the device gave the corresponding insp. O2 low as well as fg low or leak alarms to alert the user. As also described in the instructions for use (IFU), the alarm "fg low or leak" indicates that a leakage is present. The alarm "insp. O2 low" indicates that the inspiratory o2 concentration is below the lower alarm limit and in case of this alarm, the IFU gives the instructions to check for leakages in the breathing system. Dräger finally concludes that the reported symptom and following stop of surgery was caused by an (unintended) use-error.